Manufacturer narrative:
Previously reported by the manufacturer in section b5: the manufacturer received information alleging a trilogy evo o2 ventilator "alarms immediately when the on button is pressed" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Correction: this notification was opened for review due to an allegation of "alarms immediately when the on button is pressed". Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. There is no patient harm associated with this notification, and no risk of harm if the event should recur and does not meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). No report will be filed with any regulatory agencies at this time. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date.

Event description:
The manufacturer received information alleging a trilogy evo o2 ventilator "alarms immediately when the on button is pressed" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer: the manufacturer received information alleging a trilogy evo o2 ventilator "alarms immediately when the on button is pressed" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: correction to the question complete? On the general information tab. The correct answer is no. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Previously reported by the manufacturer in section b5: the manufacturer received information alleging a trilogy evo o2 ventilator "alarms immediately when the on button is pressed" alarm condition occurred. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Correction: this notification was opened for review due to an allegation of "alarms immediately when the on button is pressed". Based on the available information, there is not enough evidence to indicate this issue is reportable to any regulatory agencies. There is no patient harm associated with this notification, and no risk of harm if the event should recur and does not meet the definition of a reportable complaint per the FDA regulations (21 cfr 803). No report will be filed with any regulatory agencies at this time. If upon evaluation of the device a reportable issue/malfunction is identified, this decision will be re-evaluated using the date of the repair evaluation as the "become aware" date. New information- evaluation: the trilogy evo ventilator was sent to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, an error code in relation to "data in eeprom is invalid on system/cpu" was recorded in the event log. The technician recommended replacing the system board to address the issue. The device failed testing at active exhalation verify. The technician recommended replacing the 3 way solenoid valve. The device was retested and passed the full test.